Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument passed electrical continuity. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The instrument was found to have damaged conductor wire insulation at the idler pulleys. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Also, the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.64mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the shaft doesn't rotate right on the fenestrated bipolar forceps. There was no report of patient harm. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.